Event description:
It was reported that on (B)(6) 2021, during a procedure the surgeon was performing an l1-s1 fusion with bilateral pedicle screw and rod fixation with tlif cages at l4-5 and l5-s1 a gear shift and tapping with a 7mm tap, the surgeon was inserting an 8x50mm screw at l5 on the left. As he was on the final turn the tip of the screwdriver broke off. The surgeon tried to remove as much of the fragment that was left behind. The broken driver was removed from the field and the surgeon moved on to the next screw at s1 on the left. The fragment broke in the part of the screw where he would need to engage the screw to remove it. The surgeon was unable to extract the screw and decided to place rods in the screw to finish the case without any issue. No patient consequences. Concomitant device reported: unknown 8x45mm screw (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). Unknown 7mm tap (part# unknown, lot# unknown, quantity unknown). Unknown tlif cage (part# unknown, lot# unknown, quantity unknown). This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint is confirmed for the returned device. Excessive forces applied on the device could have potentially caused the complaint condition. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot = a review of the receiving inspection (ri) for xpdm quick-con si poly scwdrvr was conducted identifying that lot number mi84845 was released in a single batch. Batch1: lot qty of units were released on 23 jan 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could h. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.